Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thickened friable leaflets and visualization was challenging. The first clip delivery system (cds 10210u132) was advanced to the mitral valve, and the clip was placed fine. The clip was deployed; however, the clip orientation was not correct indicating the clip partially moved. Residual mr remained, and therefore, a second clip (10210u133) was selected for use. It was noted that during preparation of the 2nd clip, a leak was observed from the lock line cap. The cap was then loosened and then re-tighten. Reportedly, the cap was a bit tight at this time, but the procedure continued with the 2nd clip. The clip was placed; however, during clip-deployment, the cap was too tight to unscrew and hemostats were used to loosen the cap. The cap broke off, but the physician was able to cut one of the lock lines to be removed and complete the deployment process. Then during evaluation of the 2nd clip, the first clip was observed detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The 2nd clip is helping to stabilize the slda. A third clip was attempted to be placed to further reduce mr. However, mr did not improve; and therefore a decision was made to remove the third cds with the clip attached. The physician stated the cause of the slda was due to thick and friable leaflets. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and the reported migration and single leaflet device attachment (slda) appear to be related to patient morphology/pathology (thick and friable leaflets). The poor image resolution is related to procedural conditions as visualization was reported to be challenging. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a